Manufacturer narrative:
Control solution lot #: 2aa2g01.

Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging obtaining control solution readings of "116, 110 and 117 mg/dl", which fell below the specified control solution range printed on the vial of test strips. This complaint is being reported because the alleged control solution issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.